Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the pt underwent a lead revision due to discomfort at the lead site. CT scans revealed that the pt has a narrow canal. The physician removed the paddle lead and implanted a percutaneous lead. The pt is reportedly doing well following the procedure.